Event description:
On 10/4/2023, it was reported by a sales representative via email that an ar-9625 hex driver shaft broke during the insertion of a locking screw into the baseplate. The surgeon used the locking tower, drilled, and used the appropriate length screw. The screw was inserted and upon final tensioning, the tip of the driver shaft broke off in the screw. The surgeon attempted to remove the broken fragment but was unsuccessful, and it was left in the screw. The broken shaft seemed well-fixated in the screw head, and the screw itself was well-fixated into the baseplate. The case was completed using another driver to implant the rest of the baseplate's screws. This was discovered during an rtsa procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this condition is excessive force/friction during use or insertion.